Event description:
A nurse reported that cutter did not working during surgery. The cutter was replaced with a stand alone item. Timing of event and patient impact are unknown. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the reporter. The issue was noted during a vitrectomy procedure. There was a delay in the procedure as a new cutter was opened and calibrated. The reporter was unable to confirm if there was any patient impact and provide any patient or product identifiers.

Manufacturer narrative:
Evaluation summary: no sample was returned for malfunctioning of the probe. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).